Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. Visual inspection of the provided image performed. Image shows the device has clearly fractured into two separate pieces. Unable to perform fracture analysis or confirm the item and lot number from the image. As the physical product was not returned, further analysis could not be performed. The complaint is confirmed. Lot identification is necessary for review of device history records, lot identification was not provided. Device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Event description:
It was reported femoral impactor broke into two pieces during insertion of the definitive femoral implant during cementing. A secondary impactor was used to finish the implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). G2 foreign - australia. D4: attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.